Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an esophagectomy, during the first firing, after attaching the reload onto the handle, the jaws would not close during clamp test. It was state that the yellow tab was still attached. Another device was used to complete the case. There was no patient injury.